Event description:
It was reported that the customer had a no delivery alarm and low reservoir alerts on the insulin pump. Customer stated that he finally did a set change and he continued to use the reservoir which was not yet empty. Customer stated that he also had a motor error and was able to clear the alarm. Customer stated that the motor error occurred during normal basal delivery. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.